Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulation was supposed to help with their back; however, since not too long after implant the patient stated they weren¿t getting coverage in their back, just their legs. The patient stated that they had their follow-up appointment on (B)(6) 2018 and a manufacturer representative (rep) was there and did some reprogramming and told them to play with it until their appointment in (B)(6). The patient stated a couple of days after the appointment they weren¿t feeling stimulation or getting pain control in their back. The patient stated they tried to call the rep; however, one person was on vacation, so they left a message and "the" said the line was disconnected. On the call when the patient communicated with the ins using their controller it showed that stimulation was on. It was reviewed to consider increasing amplitude if medically appropriate and to consider changing programs. When it was asked, the patient indicated that they had not had any falls or traumas and the issue was not related to positional movement. The patient stated that they only felt stimulation in their legs on all three groups. An email was sent to the field staff as the patient¿s stimulation was not covering their back even after their reprogramming session on (B)(6). They stated that on all three groups the patient felt stimulation in their legs; however, they were not getting any or very little in their back. They stated if they increased the stimulation it was too strong in their legs. It was requested that a rep follow-up with the patient as their pain wasn¿t being controlled. The rep replied that they¿d give the patient a call and set up an appointment the next day at 12 o-clock in the doctor¿s office. They then sent an update stating that unfortunately the patient could not meet up that date and instead they had an appointment set up for tuesday at 3:30 in the doctor¿s office. It was reported that the patient¿s stimulation was not covering their back not long after implant in (B)(6) 2018. It was reported that the pain in their back being really bad and the sweating began the day of the call ((B)(6) 2018). Additional information was received from a manufacturer representative (rep) on (B)(4) 2018 indicating that they saw the patient on (B)(6) 2018 but the patient made no complaints or claims regarding them not getting coverage and stimulation being too strong in their legs, so they have no further information. Additional information was received from a different rep on (B)(4) 2018. The rep indicated that the patient complains of no pain relief or stimulation coverage in their painful areas since implant. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep reprogrammed the patient for coverage in their painful areas on (B)(6) 2018. However, the stimulation being stronger in their legs than in their back cannot be fixed by the rep so they are not sure that it will help with the pain. The patient has another follow up with the healthcare professional (hcp) on (B)(6) 2018 and the rep will be there. The issue was not resolved but the patient was noted to be alive with no injury. Additional information was received from a manufacturer representative (rep) reporting that they just met with the patient and stated that they were still reporting no pain relief. They reprogrammed their settings to 220pw and a rate of 1000. Additional information was received from a manufacturer representative on (B)(4) 2018 reporting that they met with the patient that day. The patient still had complaints of no relief. X-rays were done and both leads moved down. Reprogramming was performed and they were able to recapture coverage of all painful areas. Their current pain level was zero and the issue was resolved. There was no surgery planned and no further intervention anticipated. All information was confirmed with the hcp. It was also reported by the patient that they needed to charge 4 times a day. This was with a rate of 1000. During the appointment on the day of the report, the rate was changed to 40 in order to decrease the recharge burden and increase patient satisfaction. No further complications were reported.